Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes after starting treatment with a revaclear dialyzer, the patient experienced an unspecified allergic reaction. The patient was administered "anti-allergic treatment¿. It was reported the symptoms improved. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.